Event description:
A customer reported a problem with their pump displaying a cartridge change error, despite attempting to load a new cartridge. There was no adverse impact on the customer's blood glucose level, which did not exceed 500 mg/dl. Technical support instructed the customer on troubleshooting steps, such as checking the o-ring and cleaning the pump's pneumatic tap area; however, these efforts did not resolve the issue. Consequently, the customer was supported in filling and loading a new cartridge and continued insulin therapy using the current pump while waiting for a replacement pump to arrive. During follow-up, the replacement was approved, and the customer expressed satisfaction with the resolution despite initial concerns and apprehension about not using the pump temporarily.